Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('heavier than normal periods'), salpingitis ('inflammation of the fallopian tube') and colon injury ('my colon was nicked') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial ablation, cholecystectomy, hematuria, anemia, pelvic adhesions, uterine fibroid, fever, leukocytosis, flank pain, weakness, discolouration urine, urinary tract infection, colonic perforation, gravida ii, parity (para 2-0-0-2), hypokalemia and overweight. Concurrent conditions included blood pressure high. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("always tired/fatigue"), stress ("stress"), periarthritis ("frozen shoulder from menopause"), menopausal symptoms ("after removal menopause"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced colon injury (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal distension ("bloating"), headache ("headache"), pyrexia ("fever"), procedural pain ("extreme pain after removal"), peritonitis ("I developed peritonitis"), diarrhoea ("leaking feces and bacteria"), infection ("infection nos"), rash ("rashes"), ovarian cyst ("ovarian cyst"), hydrosalpinx ("hydrosalpinx "), neck mass ("lump on neck"), endometriosis ("endometriosis"), swelling face ("swollen face"), breast tenderness ("breast tenderness") and post procedural infection ("postoperative infection") and was found to have hormone level abnormal ("hormonal changes "). The patient was treated with surgery (ablation, total hysterectomy, bilateral salpingectomy and a left unilateral oophorectomy and temporary colostomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, dysmenorrhoea and procedural pain had resolved and the menorrhagia, salpingitis, colon injury, fatigue, stress, periarthritis, menopausal symptoms, weight increased, alopecia, nausea, abdominal distension, headache, pyrexia, peritonitis, hormone level abnormal, diarrhoea, infection, rash, ovarian cyst, hydrosalpinx, neck mass, endometriosis, swelling face, breast tenderness and post procedural infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, breast tenderness, colon injury, diarrhoea, dysmenorrhoea, endometriosis, fatigue, headache, hormone level abnormal, hydrosalpinx, infection, menopausal symptoms, menorrhagia, nausea, neck mass, ovarian cyst, periarthritis, peritonitis, post procedural infection, procedural pain, pyrexia, rash, salpingitis, stress, swelling face and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loose stools, infection nos. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:rashes ovarian cyst, inflammation of tube, hydrosalpinx, lump on neck, endometriosis, swelling face, breast tenderness, postoperative infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Reporters information were added. New events: rashes, ovarian cyst, inflammation of tube, hydrosalpinx, lump on neck, endometriosis, swelling face, breast tenderness, postoperative infection were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and colon injury ('my colon was nicked') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial ablation, cholecystectomy, hematuria, anemia, pelvic adhesions, uterine fibroid, fever, leukocytosis, flank pain, weakness, discolouration urine, urinary tract infection, colonic perforation, gravida ii, parity (para 2-0-0-2), hypokalemia and overweight. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("always tired/fatigue"), stress ("stress"), periarthritis ("frozen shoulder from menopause"), menopausal symptoms ("after removal menopause"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced colon injury (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("heavier than normal periods"), nausea ("nausea"), abdominal distension ("bloating"), headache ("headache"), pyrexia ("fever"), procedural pain ("extreme pain after removal") and peritonitis ("I developed peritonitis") and was found to have hormone level abnormal ("hormonal changes "). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and a left unilateral oophorectomy and temporary colostomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, dysmenorrhoea and procedural pain had resolved and the colon injury, fatigue, stress, periarthritis, menopausal symptoms, weight increased, alopecia, menorrhagia, nausea, abdominal distension, headache, pyrexia, peritonitis and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, colon injury, dysmenorrhoea, fatigue, headache, hormone level abnormal, menopausal symptoms, menorrhagia, nausea, periarthritis, peritonitis, procedural pain, pyrexia, stress and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : new event "hormonal changes" was added. Outcome of event, "procedural pain" was changed to "recovered/resolved. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('heavier than normal periods') and colon injury ('my colon was nicked') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial ablation, cholecystectomy, hematuria, anemia, pelvic adhesions, uterine fibroid, fever, leukocytosis, flank pain, weakness, discolouration urine, urinary tract infection, colonic perforation, gravida ii, parity (para 2-0-0-2), hypokalemia and overweight. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("always tired/fatigue"), stress ("stress"), periarthritis ("frozen shoulder from menopause"), menopausal symptoms ("after removal menopause"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced colon injury (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal distension ("bloating"), headache ("headache"), pyrexia ("fever"), procedural pain ("extreme pain after removal"), peritonitis ("I developed peritonitis"), diarrhoea ("leaking feces and bacteria") and infection ("infection nos") and was found to have hormone level abnormal ("hormonal changes "). The patient was treated with surgery (ablation, total hysterectomy, bilateral salpingectomy and a left unilateral oophorectomy and temporary colostomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, dysmenorrhoea and procedural pain had resolved and the menorrhagia, colon injury, fatigue, stress, periarthritis, menopausal symptoms, weight increased, alopecia, nausea, abdominal distension, headache, pyrexia, peritonitis, hormone level abnormal, diarrhoea and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, colon injury, diarrhoea, dysmenorrhoea, fatigue, headache, hormone level abnormal, infection, menopausal symptoms, menorrhagia, nausea, periarthritis, peritonitis, procedural pain, pyrexia, stress and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loose stools, infection nos. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: newly added events- loose stools, infection nos, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('heavier than normal periods'), salpingitis ('inflammation of the fallopian tube'), gastrointestinal procedural complication ('my colon was nicked during hysterectomy/hole in colon') and post procedural infection ('postoperative infection/hole in my colon leaking bacteria and feces') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial ablation, cholecystectomy, hematuria, anemia, pelvic adhesions, uterine fibroid, fever, leukocytosis, flank pain, weakness, discolouration urine, urinary tract infection, colonic perforation, gravida ii, parity (para 2-0-0-2), hypokalemia, overweight and scar (due to previous surgery). Concurrent conditions included blood pressure high. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("always tired/fatigue"), stress ("stress"), periarthritis ("frozen shoulder from menopause"), menopausal symptoms ("after removal menopause"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced gastrointestinal procedural complication (seriousness criteria hospitalization and medically significant), 1 year 6 months after insertion of essure. On (B)(6) 2018, the patient experienced post procedural infection (seriousness criterion hospitalization), pyrexia ("fever/running a fever of 103"), procedural pain ("extreme pain after removal/someone was stabbing me in the gut") and procedural nausea ("was nauseous"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal distension ("bloating"), headache ("headache"), peritonitis ("I developed peritonitis"), diarrhoea ("leaking feces and bacteria"), infection ("infection nos"), rash ("rashes"), ovarian cyst ("ovarian cyst"), hydrosalpinx ("hydrosalpinx "), neck mass ("lump on neck"), endometriosis ("endometriosis"), swelling face ("swollen face") and breast tenderness ("breast tenderness") and was found to have hormone level abnormal ("hormonal changes "). The patient was treated with blood transfusion, auxiliary products, potassium and surgery (ablation, total hysterectomy, bilateral salpingectomy and a left unilateral oophorectomy, clean the infection, remove appendix, temporal colostomy and temporary colostomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, post procedural infection, back pain, dysmenorrhoea and procedural pain had resolved and the menorrhagia, salpingitis, gastrointestinal procedural complication, fatigue, stress, periarthritis, menopausal symptoms, weight increased, alopecia, nausea, abdominal distension, headache, pyrexia, peritonitis, hormone level abnormal, diarrhoea, infection, rash, ovarian cyst, hydrosalpinx, neck mass, endometriosis, swelling face, breast tenderness and procedural nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, breast tenderness, diarrhoea, dysmenorrhoea, endometriosis, fatigue, gastrointestinal procedural complication, headache, hormone level abnormal, hydrosalpinx, infection, menopausal symptoms, menorrhagia, nausea, neck mass, ovarian cyst, periarthritis, peritonitis, post procedural infection, procedural nausea, procedural pain, pyrexia, rash, salpingitis, stress, swelling face and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram - on (B)(6) 2018: I had a hole in my colon that was leaking bacteria and feces causing a huge infection. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loose stools, infection nos. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:rashes ovarian cyst, inflammation of tube ,hydrosalpinx ,lump on neck ,endometriosis ,swelling face, ,breast tenderness, postoperative infection, post procedural nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media received. New reporters added. Added new event post procedural nausea. Added CT scan. Added event start dates. Added hospitalization to colon injury and post procedural infection. Added treatment drugs. Based on the available information, a review of our complaint records and other relevant data will be as conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and colon injury ('my colon was nicked') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, endometrial ablation, cholecystectomy, hematuria, anemia, pelvic adhesions, uterine fibroid, fever, leukocytosis, flank pain, weakness, discolouration urine, urinary tract infection, colonic perforation, gravida ii, parity (para 2-0-0-2), hypokalemia and overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("always tired/fatigue"), stress ("stress"), periarthritis ("frozen shoulder from menopause"), menopausal symptoms ("after removal menopause"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced colon injury (seriousness criterion medically significant), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("heavier than normal periods"), nausea ("nausea"), abdominal distension ("bloating"), headache ("headache"), pyrexia ("fever"), procedural pain ("extreme pain after removal") and peritonitis ("I developed peritonitis"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and a left unilateral oophorectomy and temporary colostomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain and dysmenorrhoea had resolved and the colon injury, fatigue, stress, periarthritis, menopausal symptoms, weight increased, alopecia, menorrhagia, nausea, abdominal distension, headache, pyrexia, procedural pain and peritonitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, colon injury, dysmenorrhoea, fatigue, headache, menopausal symptoms, menorrhagia, nausea, periarthritis, peritonitis, procedural pain, pyrexia, stress and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: this case was upgraded to incident from other event. Pfs received- new events always tired/fatigue, stress, frozen shoulder from menopause, after removal menopause, dysmenorrhea (cramping), colostomy placed and removed, weight gain, hair loss, lower back pain, abdominal pain, heavier than normal periods, nausea, bloating, headache, fever, extreme pain after removal, my colon was nicked and I developed peritonitis were added. Reporter and patient demography added. Lab data was added. On 21-oct-2019: mr received- reporter information and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.